Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported there was failed preventative maintenance. No additional information. No patient involvement.

Manufacturer narrative:
Additional information: h6(medical device problem code). This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced both transducers due to failed calibration. Replaced corroded right/ left iui's (inter-unit interface). Replaced rear case under recall action based on the findings, service determined that the reported issue was due to electrical failure of the pressure sensor. Device history record: a review of the device history record showed the device had a manufacture date of 19nov2011. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported there was failed preventative maintenance. No additional information. No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted, that they replaced both transducers, due to failed calibration. Replaced corroded right/ left iui's (inter-unit interface). Replaced rear case under recall action. Based on the findings, service determined, that the reported issue was, due to electrical failure of the pressure sensor. Device history record: a review of the device history record showed, the device had a manufacture date of 19nov2011. The review was performed, from the date of manufacture to the date of product release for distribution. A review of the device history record, for sn#: (B)(6) was performed. Which confirmed, that this device was not involved in a production failure. Which correlates to the customer reported issue. A review of the complaint history record was performed, for the sn#: (B)(6). Which did not confirm, similar complaints with the same or related failure mode for this customer.

Event description:
It was reported, there was failed preventative maintenance. No additional information. No patient involvement.